Manufacturer narrative:
(B)(4). Model and lot #) igtcfs-65-1-fem-celect-pt. Investigation is still in progress.

Event description:
Description of event according to study: on (B)(6) 2015: the inferior vena cava (ivc) diameter at the intended filter location was 25.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect&#59398;filter/ (lot # e3340715) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt was 11-<16 degrees. Site report of tilt per post-procedure x-ray ((B)(6) 2015) was 0 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter placement site was the infrarenal, and the ivc diameter at the filter location was 22.2. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter leg(s) did appear outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt in the ap view was 2.4 degrees. Analysis of the x-ray for the angle of filter tilt in the ap view was 15.6 degrees and 16 degrees in the oblique view. Patient outcome: the patient remains in the clinical study.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-fem-celect-pt. Summary of investigational findings: investigation is based on event description and review of provided imaging. The imaging review confirms tilt. However, tilt should be measured in reference to the longitudinal axis of the ivc - not in reference to the spinous processes. The venogram images demonstrate a tortuous appearance to the iliac veins and the ivc; the ivc do not mirror the course of the spinous processes and only 2 degrees of tilt is measured in reference to the ivc. Furthermore, the imaging review does not confirm filter legs appearing outside of the column of contrast after filter placement. On the images reviewed, none of the filter legs project outside of the column of contrast. From the imaging review; "on the last digitally subtracted venogram of the ivc, there is a subtraction artifact caused from breathing and shifting of the column of contrast resulting in the appearance of the primary and secondary legs along the right lateral aspect of the ivc projecting outside the column of contrast." Based on the provided information, the root cause for the reported filter tilt is not possible to determine. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2015: the inferior vena cava (ivc) diameter at the intended filter location was 25.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect® filter/ (lot # e3340715) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasation of contrast or filter legs appearing outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt was 11-<16 degrees. Site report of tilt per post-procedure x-ray ((B)(6) 2015) was 0 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter placement site was the infrarenal, and the ivc diameter at the filter location was 22.2. There was no evidence of filter migration, extravasation of contrast, or deformation. Filter leg(s) did appear outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt in the ap view was 2.4 degrees. Analysis of the x-ray for the angle of filter tilt in the ap view was 15.6 degrees and 16 degrees in the oblique view. Patient outcome: the patient remains in the clinical study.

Manufacturer narrative:
(B)(4). Model #/lot # igtcfs-65-1-fem-celect-pt. (B)(4). Summary of investigational findings: updated investigation on 06feb2017 according to received imaging: imaging confirms perforation; two grade 3 interactions abutting the walls of the proximal right common iliac artery as well as the left gonadal vein (primary legs), one grade 2 interaction (primary leg), and grade 1 interactions of the remaining primary and secondary legs. The ivc filter does not demonstrates significant tilt in reference to the ivc segment in which the filter was deployed; however, both proximal and distal to the location of the ivc filter, there are rather abrupt changes in the course of the ivc given its tortuosity. These abrupt changes may have contributed to the development of perforation by altering the stresses placed of the more anterior legs. Furthermore, a cystic mass and infrahepatic space do appear to have a mild mass effect on the ivc segment where the filter is located. These are, however, only potential contributing factors. The root cause of the reported perforation cannot be confirmed. Investigation from 15sep2016 is still valid: investigation is based on event description and review of provided imaging. The imaging review confirms tilt. However, tilt should be measured in reference to the longitudinal axis of the ivc - not in reference to the spinous processes. The venogram images demonstrate a tortuous appearance to the iliac veins and the ivc; the ivc do not mirror the course of the spinous processes and only 2 degrees of tilt is measured in reference to the ivc. Furthermore, the imaging review does not confirm filter legs appearing outside of the column of contrast after filter placement. On the images reviewed, none of the filter legs project outside of the column of contrast. From the imaging review; "on the last digitally subtracted venogram of the ivc, there is a subtraction artifact caused from breathing and shifting of the column of contrast resulting in the appearance of the primary and secondary legs along the right lateral aspect of the ivc projecting outside the column of contrast." Based on the provided information, the root cause for the reported filter tilt is not possible to determine. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during filter placement or during filter implanting period. There is found no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to study: on (B)(6) 2015: the inferior vena cava (ivc) diameter at the intended filter location was 25.0 mm. There was no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. Using the right common femoral vein as the access site, a celect filter/ (lot # e3340715) was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pulmonary embolism (pe). The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, or migration. There was no extravasations of contrast or filter legs appearing outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt was 11-<16 degrees site report of tilt per post procedure x-ray ((B)(6) 2015) was 0 degrees. Analysis of the placement procedure venacavagram revealed no ivc anatomic anomaly or presence of thrombus in the ivc prior to filter placement. The filter placement site was the infrarenal, and the ivc diameter at the filter location was 22.2. There was no evidence of filter migration, extravasations of contrast, or deformation. Filter leg(s) did appear outside the column of contrast after filter placement. From the venacavagram, the angle of filter tilt in the ap view was 2.4 degrees. Analysis of the x-ray for the angle of filter tilt in the ap view was 15.6 degrees and 16 degrees in the oblique view. Patient outcome: the patient remains in the clinical study.